Event description:
A malfunction with a pump was reported by the customer, identified by a specific malfunction alarm code. There was no information available regarding the impact on the customer¿s blood glucose level. The customer was scheduled to return the device, and a replacement pump with a new serial number was arranged for delivery.